Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range measurements on the right atrial (ra) lead, triggered to lead safety switch. Additionally, inappropriate atrial tachy response (atr) due to myopotential was observed. There was myopotential on the right ventricular (rv) lead as well. Insulation breach was suspected on the rv lead. Subsequently, a revision procedure was performed and the pacemaker system was surgically abandoned. No additional adverse patient effects were reported.